Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. The patient was treated with reflin (1 gram, route, frequency and duration not reported) and tobramycin (1 gram, route, frequency and duration not reported) for the peritonitis. The action taken with dianeal therapy was not reported. At the time of this report the patient outcome was unknown. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported on an unreported date the pd catheter was removed and dianeal therapy was discontinued. On an unreported date, the patient was discharged from the hospital, antibiotic therapy was discontinued and the patient was recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.